Event description:
Customer reported that the ceramic ring came off during the surgery. The surgeon converted to open to retrieve the ring. Device was discarded by hosp. This device is used for treatment.